Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, the customer had delivered the intended bolus amount but did not consume carbohydrates in enough time which resulted in the customer¿s blood glucose (bg) level decreasing to 53 mg/dl and subsequently, the customer fell. Customer consumed carbohydrates to address bg. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.